Event description:
The complaint was reported as: the customer alleges that the device does not produce a mist/steam. It is unknown if the malfunction occurred during patient use. No report of a patient injury or delay in treatment.

Manufacturer narrative:
A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The DHR (device history record) of batch number 02e1300344 of material 41894 was reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No rejection reports were originated for the lot in question that can be associated to the complaint reported. The DHR shows that the product was assembled and inspected according to our specifications. No corrective action can be established at this moment since the defective sample or a picture of it are not available for evaluation. The customer complaint cannot be confirmed due to the lack of product sample to perform a proper investigation and determine the root cause. If the physical sample becomes available, this complaint will be reopened.